Manufacturer narrative:
Please refer to h10 / related report number 1 for updated information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
On 10-sep-2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: exposed and broken wire. Device removed immediately from patient. No harm to patient. It was reported that during a da vinci-assisted robotic myomectomy surgical procedure, tenaculum forceps had exposed and broken wire. Customer removed the instrument and reported no harm to patient. There was no report of patient harm due to this event.